Manufacturer narrative:
Device analysis report is attached. This report is submitted on 0ct 06, 2021.

Manufacturer narrative:
This report is submitted on august 17, 2021.

Event description:
Per the clinic, the patient experienced poor sound quality with the device. The device was explanted on (B)(6) 2021, due to migration of the electrode array. The patient has been reimplanted with a new device.